Event description:
Customer reports a basal/bolus 0.5 x 2.0ml/hr infusor overinfused 56.6ml of ketobemidon hydrochloride in saline. Customer reports observing a rate of 1.1ml/hr instead of a rate of 0.5ml/hr. Report states, "patient was affected by the medicines due to fast flow." No further info available.